Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient's blood glucose (bg) was 315mg/dl with lethargy and extreme thirst. Basal settings match basal programming. The pump's basal history matches the active basal program settings. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: the black box starts on (B)(6) 2015. Unable to review the black box/histories for the event date due to continuous use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump completed a delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).